Event description:
It was reported that bd phoenix¿ ap contamination was found on plates. The following information was provided by the initial reporter: contamination on purity plates.

Manufacturer narrative:
Investigation summary: the complaint of "purity plate contamination " was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided issue has been provided, instructed customer to clean the instrument and change broth and tips which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0057, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ap contamination was found on plates. The following information was provided by the initial reporter: contamination on purity plates.